Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: patient experienced a myocardial infarction. Device issue: none. It was reported via a trial that one day following stent implantation, the patient experienced a myocardial infarction (mi). Reportedly, there was no intervention performed. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information; however, it was not possible to perform a thorough analysis on the device because it was not returned for abbott vascular for evaluation. Myocardial infarction, as listed in the xience v risk assessment and instructions for use (IFU), is a known risk associated with coronary stenting and is not necessarily an indication of a product quality issue. There was no report of any device malfunction at the time of the stent implant. However, a conclusive root cause for the reported patient effect, and the relationship to the device, if any, cannot be determined.